Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. No patient identifier or demographic information available. The field service representative (fsr) performed troubleshooting and replaced the mixer list # 09d59-03 which resolved the issue. The mixer was identified as being bent. A review of service history for the architect c8000 processing module serial number (B)(4) revealed no additional erratic or discrepant patient results reported for (B)(4), as described in this complaint, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the mixer list # 09d59-03 did not identify any trends. Review of tracking and trending for the architect c8000 processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the mixer list # 09d59-03 or the rchitect c8000 processing module serial number (B)(4) was identified.

Event description:
The customer generated falsely depressed sodium results for 1 patient while using the architect c8000 processing module. The customer uses the normal range 136-145 meq/l. The following information was provided: initial result 115 meq/l repeat on another architect 136 meq/l. No impact to patient management was reported.